Event description:
Boston scientific received information that during a routine implant procedure, the chronic right atrial (ra) lead was found to be coiled beneath the device. The lead was successfully explanted and replaced. Upon review of an x-ray one day post implant of this new right atrial (ra) lead, the "j" shape of the lead was completely pulled back, with all slack of the lead removed. Technical services discussed possible twiddler's syndrome indications, however, the cause of the dislodgement was unknown. An invasive revision procedure was planned. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.